Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, successfully reset the pump using provided information and was advised to continue using the pump while monitoring for any recurring issues, with instructions to call back if necessary.